Event description:
The patient sustained a head trauma at the implant site resulting in device not working. Subsequently, the device was explanted (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the electrode lead through the tympanic membrane during the cleaning of middle ear infection. Device analysis report attached.